Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. Tandem technical support guided the caller through a system check, but no issues were identified. The customer replaced pump supplies as necessary before resuming insulin therapy.